Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200288 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the staples were jamming.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 27 staples remaining in the cover block. The trigger was partially engaged and there was no clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first staple appeared to fire properly. To simulate insertion into the skin, the remaining staples were fired into a simulated skin pad. 22 staples formed and fired properly, two staples did not form properly, and the last two staples did not fire. It appeared the last two staples became misaligned. The stapler was disassembled, and it was confirmed to have been assembled correctly. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination of the returned sample revealed that the staples appeared properly aligned. Upon functional inspection, the first staple appeared to fire properly. To simulate insertion into the skin, the remaining staples were fired into a simulated skin pad. 22 staples formed and fired properly, two staples did not form properly, and the last two staples did not fire. It appeared the last two staples became misaligned. The sample was disassembled, and no defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to address the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the staples were jamming. No patient injury/harm reported.